Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to scar tissue. The medial and lateral bearings were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-01507 and 01508).

Manufacturer narrative:
Upon further review, this product was found to be a duplicate of manufacturing report number 0001825034-2017-07645.